Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Insulin pump was exposed to water. Water leaked in battery compartment. Customer dried compartment and inserted new battery but display did not return. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a flashing white lcd screen with an accompanying click. After further review, there is corrosion around the battery connectors, inside the battery compartment, and on the lcd cable/connector located on electrical board. Both sides of the motor end cap are rusted out. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device was received with a horizontal crack in the battery tube located about centimeters from the bottom. Inserted a test p-cap into the retainer ring, and it locked in place properly.